Event description:
It was reported that the pump would not charge despite attempting different cables and power sources. The customer stated that they had not been using the pump, because the pump only had 5% battery charge left. Since being off the pump, blood glucose level was reported to be running high (>400 mg/dl).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.